Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation. This report is associated with MFR report number: 3005168196-2020-00977.

Event description:
The patient was undergoing a coil embolization procedure in the splenic artery using a pod coil, a ruby coil, a pod packing coil (pod pc) and a lantern delivery microcatheter (lantern). During the procedure, while advancing the pod coil through the lantern, the pusher assembly of the pod coil bent; therefore, the pod coil was removed. The physician then placed a ruby coil into the target vessel using the lantern. Then, the physician advanced a pod pc into the target vessel using the lantern; however, the pod pc would not take its intended shape. Therefore, the pod pc was removed. The procedure was completed using three ruby coils and the same lantern. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Results: the pet lock was intact on the proximal end of the pusher assembly. The embolization coil was intact with the pusher assembly. The distal portion of the embolization coil, approximately 10.0 cm long, was advanced distal to the introducer sheath and had offset coil winds. During functional analysis, the distal portion of the embolization coil was unable to retract back into the introducer sheath due to the offset coil winds. The embolization coil was able to advance through the introducer sheath without issue. Conclusions: evaluation of the returned pod8 confirmed kinks on its pusher assembly. If the device is forcefully mishandled during advancing, damage such as pusher assembly kinks may occur. Further device evaluation revealed that the pusher assembly was fractured, the pull wire was retracted from the ddt and the embolization coil was detached inside the introducer sheath. These damages were likely incidental to the complaint and could have occurred during packaging for returned to penumbra. Evaluation of the returned pod pc revealed offset coil wind on the distal portion of its embolization coil. This damage was due to the distal portion of the embolization coil was returned unprotected outside of the introducer sheath. Due to this returned damage, the reported pod pc would not take intended shape could not be confirmed. Penumbra coils are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. Section h. Box 6. Results code 3: 4247-the returned pod pc revealed offset coil wind on the distal portion of its embolization coil. This damage was due to the distal portion of the embolization coil was returned unprotected outside of the introducer sheath. Section h. Box 6. Conclusions code 1: 4316-the investigation findings do not lead to a clear conclusion about the root cause of the reported pod pc not taking its intended shape due to the return condition of the pod pc. This report is associated with MFR report number: 3005168196-2020-00977 h3 other text : placeholder